Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient financial services received a notification that the customer passed away. Attempts were made to contact the next of kin, however only the option of leaving a voice mail was available. Additional attempts will be made to contact the next of kin. The insulin pump information was not verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The customer's date of death has not been provided.

Manufacturer narrative:
The 24 hour help line contacted the next of kin to obtain deceased report, and ended up speaking to the actual customer. The customer has not passed away and confirmed all was fine. The customer stated that he is the only one in his family with diabetes and all was well. The 24 hour help line apologized to the customer and advised the customer that customer would be removed from the call list and apologized for the confusion. Advised the customer it was a mistake on our end and we will no longer contact him regarding this matter. Advised the customer to call if he has questions or concerns to contact the help line which is opened 24 hours a day and 7 days a week. The customer understood. No further assistance provided.